Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test per (B)(4) and (B)(4).. Found reservoir no leakage and no air bubbles anomalies when removing the plunger, performed manual test per (B)(4) appendix g and found plunger easy to release from stopper-plunger. Also inspected reservoir's o-rings or stopper groove for anomalies, none were found. Ran basal, bolus leaking test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak and no air bubbles.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the reservoir was leak at second o ring. Customer reported that when they take out the reservoir out. The customer¿s blood glucose level was 300 mg/dl. Customer reported that there was fluid in the reservoir compartment. Customer reported that the o ring was misaligned. The reservoir will be returned for analysis.